Event description:
Pt revised due to polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible, as the product and lot code was unavailable. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approx 15 years of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.